Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and alarm will not stop. Customer does not recall any significant events leading to the alarm. Customer's blood glucose was 222 mg/dl. Customer was advised to discontinue use of the devide and revert to back up plan. Customer stated that they already had a new pump and customer was transferred to helpline for training regarding new pump.